Event description:
Pt suffered withdrawal symptoms with compounded baclofen. The pt also heard beeping sounds. The telemetry showed no low battery or low reservoir alarms in effect. An x-ray rotor study showed pump rotor had stopped. The pt underwent explantation of the pump. The pump was returned to the MFR for analysis. The pt has resumed therapy with the new pump.